Event description:
A review of the information by a technical service consultant confirmed the noise episodes. It was thought there may be a lead issue.

Manufacturer narrative:
- -

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Information was subsequently received that the noise and oversensing continued. This resulted in greater than two seconds of asystole. The noise is now also present on the right atrial (ra) lead. Variations in impedance measurements on the ra and right ventricular (rv) leads were noted; however, they remain within the normal range. Additionally, there were low amplitude measurements on the rv lead. This device was explanted. No adverse patient effects were reported.

Event description:
Additional information was received. During a follow up visit, the right ventricular noise could be reproduced during left arm isometrics. A lead revision will be performed in the near future.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed noise causing oversensing and pacing inhibition. Similar symptoms were revealed with the previous device. An internal technical service consultant was contacted regarding whether there could be a lead issue. No adverse patient effects were reported.